Event description:
It was reported that during a stenting treatment procedure, the 2.75x12mm promus element stent dislodged in an unspecified vessel. The stent was removed from the patient. No patient complications were reported. Additional information was requested, but not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
A visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the stent delivery system (sds). The stent was damaged along it's entire length. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. There were also kinks identified along the entire length of the hypotube shaft. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the 2.75x12mm promus element stent dislodged in an unspecified vessel. The stent was removed from the patient. No patient complications were reported. Additional information was requested, but not available. This product is only ous approved but it is similar to an approved us device.